Event description:
It was reported, one day post implant, that the high voltage and superior vena cava (svc) impedances on the right ventricular (rv) lead were essentially the same and low. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbc3d4 implantable cardioverter defibrillator (ICD)  implanted: 2013-(B)(6), 305c27 tissue valve implanted: 2007-(B)(6). (B)(4).